Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - d4 (UDI). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and their individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required. Complaint reference (B)(4).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : e1 (site state).

Manufacturer narrative:
Product not returned, but coming back the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). Due to character limitations in e1 initial reporter - (B)(6).

Event description:
It was reported by the customer that intra-aortic balloon (iab) therapy, citing issues with the sheath that comes with sensation plus 50cc balloon catheter. They were unable to insert the balloon through the sheath that came in the 50cc box.